Event description:
A malfunction was reported on a customer's pump, specifically showing malfunction code 16. There was no information provided about any impact on the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any further issues arose.